Event description:
It was reported that the device displayed new sensor during a sensor session. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).